Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty converter. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process and evaluated. During routine inspection of the device by olympus, it was found that the main lamp did not light; the equipment shifted to the spare lamp due to a faulty converter. There was also an abnormal sound coming from the igniter and a heavy dent in the rear panel; both of which needed to be replaced. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The visera elite xenon light source device was returned as part of the asset return process. During routine inspection of the device by olympus, it was found that the main lamp did not light; the equipment shifted to the spare lamp due to a faulty converter. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.